Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia episodes treated with anti-tachycardia pacing (atp), including one episode in which atp accelerated the rhythm into the ventricular fibrillation zone, requiring a shock that successfully converted the arrhythmia. Three additional episodes over the preceding three days were successfully terminated with atp. Device review confirmed the device was operating as programmed. The device remains in service. No additional adverse patient effects were reported.